Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. Investigation conclusion: no samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. Root cause description: no samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident.

Event description:
It was reported that plunger rod error occurred during use with a ser plas 1 ml 13 x 3, 8 u-100 150. The following information was provided by the initial reporter, "I have received a complaint that needle insulin syringes are having difficulty with the plunger (resistance)."